Event description:
An enteral guidewire device was used during a percutaneous endoscopic gastrostomy replacement procedure in 2008. According to the complainant, "during unpacking the outer covering has separated roughly 3cm along which left exposed wire". The physician removed the guidewire and completed the procedure with another enteral guidewire device. At the conclusion of the procedure, the pt's condition was reported as "stable".

Manufacturer narrative:
The suspect device has been received, but an eval has not been performed; therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The april 2008 15-month enteral guidewire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.